Event description:
The customer contacted physio-control to report that their device's battery is defective. As a result, the device may be unable to power on to provide defibrillation therapy, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device's charge-pak battery charger and verified the reported issue. Physio determined that the cause of the reported issue was due to correct memory on the charge-pak. The customer received a replacement charge-pak to resolve the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's battery is defective. As a result, the device may be unable to power on to provide defibrillation therapy, if it is needed. There was no report of patient use associated with the reported event.